Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Principle territory manager reported the iabp was evaluated. The maintenance code 2 alarm was not verified. The ptm observed a lot of condensation in the line and filter, and then completed the condensation removal process. The ptm also replaced the solenoid driver board (p/n: (B)(4)) as per field action (B)(4). The ptm verified all diagnostic and performance tests. Then the iabp was released for clinical use and returned to customer.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) failed after 2 hours of operation. The iabp alarmed maintenance code #2 and auto-fill failure. The iabp was replaced with another iabp to continue patient therapy. There was no patient injury or adverse event reported. The biomed did not disclose patient information.